Event description:
A user facility reported to olympus that, the evis exera ii duodenovideoscope forceps elevator wire cut off. Upon inspection and testing of the customer returned device, it was observed that the forceps adjustment malfunctioned and the wires that composes the forceps elevator wire were raised due to cutting. This report is being submitted for the event found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found the forceps elevator wire was damaged. Additionally, the adhesive peeled off and cracked due to shock caused by dropping and knocking the device due to user handling. There was also angulation play, suction flow out of specifications, and various scratches on the device. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely the wire strands were cut off due to stress from repeated manipulation of forceps elevator, and the wire was raised up due to repeated brushing around forceps elevator at reprocessing and attachment/detachment of distal cover. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "inspection of the forceps elevator mechanism perform the following inspections while the bending section is straight. Inspection for smooth operation. 1. While observing the forceps elevator at the distal end of the endoscope, slowly move the elevator control lever all the way in the ¿u¿ direction. Confirm that the lever can be operated smoothly and that the forceps elevator is raised smoothly. Hold the elevator control lever and confirm that the forceps elevator remains stationary while pushed from behind. Visually confirm that the portion of the elevator wire extending from the distal end of the endoscope is not broken, frayed, or bent. If any damage (broken, frayed, or bent portion) is observed on the elevator wire, do not use the endoscope. 2. While observing the forceps elevator at the distal end of the endoscope, slowly move the elevator control lever all the way in the opposite direction of the ¿u¿ direction. Confirm that the lever can be operated smoothly and that the forceps elevator is lowered smoothly. Visually confirm that the portion of the elevator wire extending from the distal end of the endoscope is not broken, frayed, or bent. If any damage (broken, frayed, or bent portion) is observed on the elevator wire, do not use the endoscope cleaning, disinfection and sterilization procedures - brushing around the forceps elevator and instrument channel outlet - using a stiff brush or excessive force when brushing may scratch the distal end and result in water leakage; cause the elevator wire to come off the distal end, bend or kink the elevator wire so that the forceps elevator will no longer work. Preparation and inspection - attaching the distal cover" olympus will continue to monitor the field performance of this device.